Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Failure investigator reported: a visual inspection was performed and it was observed a slight deformation on the proximal end of the cannula. The investigation isolated the failure to the dimensional issues of the product, but a cause was not identified. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal procedure, the device had a dimensional issue. It was indicated that while the inner cannula was being introduced inside the tracheostomy tube, they had observed inner cannula resistance. It was stated that the inner cannula and tracheostomy tube were compatible. It was stated that there was no reported patient injury.